Event description:
It was reported that the right ventricular (rv) lead at implant was within acceptable impedance range. However, one day post procedure the rv lead impedance dropped below acceptable range. Additional device re-interrogation revealed that the right ventricular (rv) coil also had low impedance. Programming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4542, competitor implantable pacing lead, (B)(6) 2012; 6937a-65, implantable tachy lead, (B)(6) 2014; ddbb1d1, implantable cardioverter defibrillator (ICD), (B)(6) 2014. (B)(4).